Event description:
It was reported that during a ptca procedure, the balloon would not deflate properly. The physician was able to deflate the balloon for removal without incident. No pt injuries or complications occurred.